Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having difficulty with charging the ins. The patient said they spoke with a manufacturer representative (rep) on the morning of the report to do some troubleshooting. The patient said they cycled through the sequence that asks them to find the position with the highest number and wait 10 minutes; the patient noted they had done this 5 times. The patient said they were able to get charged to 30% so they were able to turn the stimulation on. The patient stated they reset the controller and knew their ins was dead. During the call the patient encountered screen 74/unable to recharge. The patient checked and said the ins was now 70% full, so even though it said it was unable to recharge the ins they were successful. The patient noted their controller was now down to 40%. The patient noted that difficulties started after getting a study procedure on (B)(6) and it had been going on throughout the last couple of weeks. It was noted that the charge sessions kept aborting during charging, and they were getting reposition messages. A replacement recharger (rtm) was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.